Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that a not found comm unicator message displayed on their screen while attempting to connect to the mystim app. Agent had pt reset the communicator and handset; pt attempted to re-connect after the reset and they were able to successfully establish a connection. The troubleshooting steps that were taken on the call resolved the issue. Patient also reported that they were unable to feel any stimulation, which led them to believe that their neurostimulator had stopped working. Pt stated that when they went to charge the ins, it showed 90% battery. Pt stated they charged it to 100% to see if this would resolve the issue, but it did not. Pt confirmed that the issue started a couple days ago. Agent walked pt through connecting to the mystim app to confirm if the therapy was on; pt confirmed that they were in group c, program 1 was off. Agent reviewed information and walked pt through turning the therapy back on. Pt then confirmed that they were able to feel the stimulation again. The troubleshooting steps that were taken on the call resolved the issue.